Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient reported blood glucose results of '147 mg/dl' with the subject meter and '120 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin. The patient reportedly continued to administer her usual dose of lantus insulin (14 units daily). After the start of the alleged issue, the patient claims she felt symptoms of dizziness, shaky and hot. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement control solution was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.